Event description:
It was reported that the system 9800 has had mixed and missing images after image storage. There was no adverse pt involvement reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction could not be entirely verified. Suspect corrupt files. Reloaded software and cal files. The system was tested and found to be working as intended and placed back into service.